Event description:
It was reported that the patient heard an alert. A review of the remote transmission showed the device was at elective replacement indicator (eri). Premature eri is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of rrt (recommended replacement time) in save to disk occurred on (B)(4) 2012; device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows the minimum battery voltage equal to 2.64 to 2.62 volts between (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.